Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 280 mg/dl. The customer stated the buttons were intermittently working. The customer took a shower and he had the pump with him in the steamy shower. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer identified the failed battery test was caused by him using a used battery.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No moisture damage was found inside the pump. The pump passed the displacement test, operating currents, self test and off no power test. No blank display or failed battery alarm noted. The pump was received with minor scratches on the display window. The pump was received with a cracked case at the display window corner, broken battery tube threads and a cracked reservoir tube lip.